Event description:
It was reported that during a routine follow-up, the programmer indicated that the pulse generator was in backup vvi. Attempts to reset the device were unsuccessful. The pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.